Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-12540. It was reported the patient was reprogrammed last week, but the stimulation has changed and the patient is no longer receiving effective stimulation in her back and hips. A CT scan showed no movement or anomalies of the leads. The patient alleges the stimulation is irritating her restless leg syndrome. The patient was referred to a surgeon for a possible revision.